Event description:
Pt reports that she had an MRI done in 2008, and it revealed that there was a pocket of fluid behind the right implant. Pt states she tried to find someone who would take her insurance, and when she did, the dr was out of network and her insurance did not pay enough. Rptr states that her insurance has dropped her because she is over resources and the surgery was not necessary.